Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to endocarditis. The patient was also treated with antibiotics. No further patient complications have been reported as a result of this event.